Event description:
It was reported that the pump battery would not charge, and the issue persisted despite attempts to resolve it using different usb ports, wall outlets, wall adapters, and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use their current pump as backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the problematic pump, and arrangements were made for the replacement shipment. The customer was informed on how to properly store the pump before returning it to tandem and was instructed to return the faulty pump within ten days using a pre-paid label.